Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: provided lot (381423) and batch (9331463) numbers were not valid. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.  The complaint was deemed as MDR reportable therefore a submission will be performed.  Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time. Unknown manufacturer: (B)(4).

Event description:
It was reported that an unspecified number of an unspecified bd IV catheter experienced a catheter that was broken/separated from the hub during use. The following information was provided by the initial reporter: material no: unknown (provided 381423) batch no: unknown (provided 9331463). Comments: attempting IV start, 20g, left ac. Got flash, advanced cath, pushed button to retract needle, hub fell down, leaving cath in pt arms. Blood pooled on pts arm, unsure of what happened. Applied pressure, saw small metal ring on end of cath. Was able to pull the cath back out. It was not attached to pink hub, could have been lost in pt.